Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report 3006705815-2017-07118. It was reported the patient underwent surgical intervention on (B)(6) 2017 where the physician was unable to implant the leads into the patient's back. The physician implanted one lead however the patient reported the lead was hurting her foot and the pain subsided once the lead was removed. After multiple attempts, the physician was unable to access the spine and the procedure was aborted. Neither lead was implanted. Surgical intervention may be pending to implant a different model lead. Weight is unknown.